Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, and dyspareunia. It was reported that on (B)(6) 2011 the patient underwent excision of mesh due to erosion. (B)(4) -urinary problems. Dyspareunia.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent a lap. Bso, trachelectomy, torsion of her left ovary on (B)(6) 2012, due to pelvic pain, left lower quadrant pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic chole, colonoscopy/ esophagogastroduodenoscopy, laparoscopic right ovarian cystectomy, laparoscopic-assisted supracervical hysterectomy due to cystoscopy with hydrodistention.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced incontinence, frequency and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced burning with urination and urinary tract infection.